Event description:
I had essure placed in a fallopian tubes as an alternative to have a tubal ligation. This was at the advice of my obgyn. Stating it was easier, safer way to go for permanent birth control. Two years later I started to have adverse reaction. Extreme fatigue, bloating, nausea, painful sex, painful periods, abdominal pain, emotional ups and downs, anxiety (I never had anxiety before this). Surgery to remove. FDA safety report ID# (B)(4).